Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interrogation multiple noise reversion episodes were detected on the ventricular lead. The noise was reproduced in the clinic with pocket manipulation. During the explant procedure a nick was found in the lead insulation. The lead was capped on (B)(6) 2016. There were no adverse consequences to the patient. The patient's condition prior, during and post procedure was stable.